Event description:
Acclarent was notified on (B)(6) 2012 of a domestic event that occurred on (B)(6) 2012 during a sinus surgical case when acclarent balloon dilation technology was used. The surgeon stated that after lavage of the sinus through the ultirra balloon and removal of the balloon, the tip of the flex guide was noted to be fractured and very small fragment from the tip was noted to be in the frontal sinus outflow track. The fragment was removed with suction and forceps. There was no pt injury and add'l intervention or treatment needed.

Manufacturer narrative:
Acclarent followed up on this report to gather add'l info. The surgeon stated that the acclarent technology performed as expected. He believed the fragmentation occurred as the flex guide was placed up against the bony outflow. There was no adverse event, consequences, add'l info or treatment needed. The complaint device arrived on (B)(4) 2012 and failure analysis was performed on (B)(4) 2012. Eval confirmed that the blue tip of the guide catheter was shredded. There has not been any adverse event reported due to this malfunction and probability of any potential adverse event is highly remote. Hence, this malfunction was not initially considered as a reportable event, however, after re-eval on (B)(4) 2012, the organization decided to report it is abundance of caution. Acclarent will continue to monitor this phenomenon for trending purposes.